Manufacturer narrative:
The insulin pump was returned without a battery installed. However, the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No cosmetic damage noted. Data analysis: (B)(6) 2016 daily insulin total = 5.075u; (B)(6) 2016 daily insulin total = 9.450u; (B)(6) 2016 daily insulin total = 11.950u; (B)(6) 2016 daily insulin total = 10.950u; (B)(6) 2016 daily insulin total = 6.375u; (B)(6) 2016 daily insulin total = 6.925u; (B)(6) 2016 daily insulin total = 6.950u.

Manufacturer narrative:
Product requested to be returned due to death. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The caller stated that they found the customer staring at the ceiling, not breathing, and called the paramedics. The cause of death is complications of hypertension and type 1 diabetes. The customer's blood glucose at the time of death was 82 mg/dl. This was the last recorded value on (B)(6) 2016. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.